Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to high blood glucose levels. The highest blood glucose level related to the incident was approximately 400 mg/dl caused by insulin leakage. The patient tested positive for ketones, showing moderate levels. In an attempt to resolve the blood glucose issue, the patient had used multiple daily injections (mdi). Later, at the hospital, the patient received treatment consisting of intravenous administration of saline fluids and insulin. The patient released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-14451) was submitted on 29-sep-2025. However, based on the reassessment on 06 -feb- 2026, it was determined that the serious injury was not related to the infusion set, and there is no allegation against unomedical products (infusion set) . The event was due to cartridge leaking .now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. On reassessment on 12-06-2026, the final reportability decision will be changed to "serious injury", so we are withdrawing the retraction submitted on 09-02-2026.the retraction MDR with manufacturing report number, was submitted on 09-02-2026. However, based on the reassessment done on 12-06-2026, it was found that the final reportability decision will be "serious injury". Hence, please consider this supplement as the final report.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.